Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The evaluation determined the device passed all functional testing except for the oxygen saturation and relief alarm pressure. The issue was determined caused by faulty demand valve.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator would not calibrate correctly. No adverse effects were reported.